Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted, due to her pelvic organ prolapse. It was reported that she experienced multiple infections, erosion of mesh, pain, prolapse, incontinence, and multiple corrective surgeries. It was reported that the patient underwent a diagnostic cystoscopy on (B)(6) 2017. It was reported she underwent mesh removal procedure and a small bowel resection on (B)(6) 2018. No additional information was provided.